Manufacturer narrative:
Additional information: d10, h3, h6, h10. The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 32mm amplatzer septal occluder device (asd) was selected for implant. During deployment, the left atrial disc deformed into a cobra head. The physician removed the device and replaced it with a 34mm asd device and the procedure was successfully completed. No patient consequences was reported.